Manufacturer narrative:
B3 - date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02347. It was reported patient met with an accident which caused ineffective therapy and leads had migrated which was confirmed via x-ray. Surgical intervention took place on (B)(6)2024 where the leads were repositioned and brought back to their original position. Therapy was restored following the procedure.